Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. It was not reported if pd therapy was ongoing or if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. A visual inspection was performed and found no issues related to the reported event. A simulated therapy was successfully completed and the device passed check and calibration tests during servicing. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, no failures or malfunctions were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.